Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.